Manufacturer narrative:
The part msp 159605 safety block valve was replaced.

Event description:
Hamilton medical ag received the following event description: safety block valve replacement.

Manufacturer narrative:
The part msp 159605 safety block valve was replaced. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only hamilton medical ag noticed that the reported device (brand name: galileo) in the initial MDR had exceeded its service life at the time of occurrence of the reported incident, therefore this event is no longer considered reportable to FDA.

Event description:
Hamilton medical ag received the following event description: safety block valve replacement.